Event description:
It was reported that an alert was triggered for "all impedances out of range" hours after implant. The device status is unknown. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Additional information: initial medwatch had been sent with serial number none. Serial number was subsequently obtained and added.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.